Event description:
Caller reported that a malfunction occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer received assistance from technical support in resetting the pump, after which the malfunction code did not recur, allowing the customer to continue using the pump.